Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) h14d20012 and h14c31052 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is same patient as in (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event and treated with fortaz (dosage, route, and frequency not reported). At the time of this report, the patient was recovered from the peritonitis. Action taken with pd therapy was not reported. Additional information was requested but was not available at this time. This is report 1 of 5 involved in this event.